Event description:
After post dilating two stents in the rca, the balloon would not deflate. Several attempts were made to deflate the balloon unsuccessfully including using a 20 cc syringe. Finally the balloon was purposely ruptured and the balloon was removed without difficulty. Reportedly, there was no pt injury associated with this event with no further intervention required.